Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿unexplainably¿ switched off. The patient did experience a loss of stimulation and therapeutic effect associated with the event. No actions were required other than the ins was switched back on. No interventions or diagnostics were performed or were required. The cause of the product issue was not resolved and the cause of the issue was not determined. The patient status was reported as ¿alive ¿ no injury¿. Follow up information received 9 days later confirmed that the ins was off and that it occurred spontaneously. There was no reported electromagnetic interference (emi) present nor did the patient have an MRI. It was also confirmed that the ins was switched back on again and the patient was shown how to use the patient programmer unit to check the device in the future. If additional information is received, a follow up report will be sent.